Event description:
The initial reporter received questionable elecsys troponin t gen. 5 stat assay results on one patient from a cobas 6000 e601 module. The initial troponin result was > 60 ng/l. The reporter was unable to provide the exact result. Another sample was drawn from the same patient and run on the same instrument. The result from the new sample was considered negative. This prompted the tech to rerun the first sample. The repeat result on the first sample was 7 ng/l. The repeat result was confirmed by testing on a cobas e411 analyzer. No specific result was provided. The initial result was reported outside of the laboratory. The repeat result of the first sample was considered correct. The reagent lot number was 5773160. The reagent expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) determined there were no issues with the instrument and that this issue only occurred on one sample. He believed the issue is most consistent with a sample issue. The fse had the customer run a precision study and qc and both were acceptable. The investigation is ongoing.

Manufacturer narrative:
The troponin reagent expiration date is 28-feb-2023. The alarm trace did not contain a conspicuous event. Based on the information provided, a root cause could not be determined.